Event description:
The ICD was explanted due to low battery voltage. The st. Jude medical representative also reported a sudden loss of programming after a normal interrogation. The profile was included in the recent advisory.